Event description:
It was reported that during docking at the user facility, the device sprayed surgical waste. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis still in progress.

Event description:
It was reported that during docking at the user facility, the device sprayed surgical waste. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired in the field by a manufacturer field service technician and returned to service.